Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he had an unexpected low blood glucose reading of 60 mg/dl. It was stated that the customer's blood glucose readings were so low that he collapsed. Customer was treated with orange juice by his mother. No further information reported.